Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via telephone call that the customer was hospitalized with high blood glucose and diabetic ketoacidosis. The blood glucose reading was 875 mg/dl. The customer was wearing the insulin pump at the time of the event. The caller was advised to have the customer call back to perform troubleshooting. The insulin pump was not returned or replaced.